Manufacturer narrative:
(B)(4). Date of implant estimated. There were no reported product deficiencies. The reported patient effect of thrombosis is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with a repeat procedure for a previously implanted xience prime stent. It was noted that there was a size discrepancy of the vessel in the mid area of the stent, and thrombus was observed between the stent and the intima. Intravascular ultrasound (ivus) was performed and the diameter of the vessel was approximately 3 mm. The mid portion of the stent was treated with dilatation. Additional ivus was performed and a good result was confirmed. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. Date of event estimated.